Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during patient¿s scs trial procedure on (B)(6) 2020, physician was unable to place the lead in its intended location due to scar tissue. As such, the trial procedure was abandoned.